Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to the next fill when a slow / no flow occurred above the min drain volume threshold.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2012, 23:41:58. During night drain cycle three, the patient's ultrafiltration reading was 1009 ml, indicating the home patient (hp) drained 1009 ml more than their maximum programmed fill volume of 1500 ml. This information meets iipv criteria. No additional information is available.